Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurement. Upon review, it was noted that the pacing impedances fluctuated but it was within range. It was also observed inappropriate atrial tachycardia response (atr) events due to myopotential noise. Insulation breach was suspected to be the cause. Currently, this product remains in service and no adverse patient effects were reported.